Event description:
As reported, approximately 1.5 years post initial left tsa, the 79 y/o female patient had an anatomic shoulder converted to a reverse shoulder due instability caused by a deficient rotator cuff. Patient was revised to a reverse standard glenoid, 4 bone screws 38mm glenosphere 0 spacer plate 38mm poly 8 insert. There was no breakage of a device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to pathology lab has discarded the devices. No additional information.

Manufacturer narrative:
Concomitant medical products: equinoxe, humeral head short, 41mm (alpha) (cat# 310-01-41 / serial# (B)(4)), equinoxe sq torque defining screw assembly (cat# 300-11-00 / serial# (B)(4)). As reported, approximately 1.5 years post initial left tsa, the 79 y/o female patient had an anatomic shoulder converted to a reverse shoulder due instability caused by a deficient rotator cuff. Patient was revised to a reverse standard glenoid, 4 bone screws 38mm glenosphere 0 spacer plate 38mm poly 8 insert . There was no breakage of a device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to pathology lab has discarded the devices. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition a deficient rotator cuff.